Event description:
Per the clinic, the patient was explanted due to an extrusion of the device. The patient was explanted (date not reported). Reimplantation is planned but had not been scheduled at the time of the report, april 22, 2009.